Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 600 mg/dl. Customer's current blood glucose level was 143 mg/dl. Insulin pump had received power loss alarm. Customer stated they ate too much and insulin pump was turned off due to battery getting depleted. Customer did not report symptoms of high blood glucose. Trouble shooting was declined. It was unknown if auto mode feature was active or not at time of incident. The insulin pump will not be returned for analysis.